Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) reviewed the reports and noted that the shock impedance decreased since. Ts also noted that the pacing impedance followed a similar trend on the rv lead and left ventricular (lv) lead channels. The pacing impedance remained within range. Ts suggested a potential reprogramming option. Subsequently, the device was reprogrammed. The lead remains in use. No adverse patient effects were reported.